Event description:
On january 31, 2023, haemonetics was notified that a 30-year-old male expired on (B)(6) 2022 from an unknown cause the day after a plasma donation. The donor has donated at the center since (B)(6) 2020 with three donations in total. The center has no information regarding hospitalization records. An autopsy was performed, however, the center has not received the report. Donor's last donation occurred on (B)(6) 2022 utilizing a nexsys pcs collection system. There was no significant information noted during the donation. Review of his chart noted donor had no past medical problems, no medications, and a normal physical exam on (B)(6) 2022. Lab results and test results were also normal. Review of vitals were normal on date of last donation and throughout donor's time donating plasma. Deferrals applied for the donor' s expiration and being a lapsed donor. No other significant medical information was noted in the record. There were no issues noted during the donation with the equipment or disposables used during the procedure.

Manufacturer narrative:
The nexsys pcs system used during the donation was evauated by a haemonetics field service engineer. Machine inspection was completed and all parameters verified. Machine meets manufacturer's specifications and no defects were found. There are no nonconformance reports and no ca/pas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The status of the disposables is unknown, however, there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.